Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose was 528 mg/dl, which caused her to have a headache. The customer treated via manual insulin injection. Troubleshooting was initiated for the hyperglycemia and no anomalies were noted on the insulin pump and its corresponding treatment components. However, troubleshooting was not completed as the customer's husband decided to change the infusion set and resume insulin pump therapy. No products were returned or replaced.